Event description:
The customer reported that their display monitor for the acuity central station was blank. This customer had multiple alternative monitors, so they did not lose the ability to monitor patients from the central station. There was no report of any patient harm as a result of the reported events.

Manufacturer narrative:
We have not yet received the unit for evaluation. This display is an obsolete model no longer serviceable by welch allyn.